Event description:
It was reported that during a lar procedure, while rotating for more tightness the surgeon found the detachable head detached with the device. Changed to another device to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived in good visual condition with staples present in the pockets and with the breakaway washer uncut, indicating that the device had not been fired. The device was tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The returned anvil was placed on the device completely, without any difficulties and did not fall out. It should be noted that, reattach the detachable head assembly by sliding the anvil shaft over the trocar and pushing until the detachable head assembly snaps into its fully seated position. Caution: do not clamp across or grip on the locking springs when attempting to reattach the detachable head assembly. The batch history records were reviewed with no anomalies noted during the manufacturing process.